Manufacturer narrative:
Product analysis result: visual functional visual and functional inspection confirmed the instrument will not tighten. One of the threaded rings on the main joint was not fully threaded down and tightened. The ring was tightened and the flex arm appears to be capable of performing intended functions. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery at l2/3/4/5 due to kyphoscoliosis. Intra-op, while trying to fix the flexible arm, the upper fixing lever was hit from top to bottom as a result of that the small screw which was holding back the fixing lever came off, and the screw and the lever became unclean. The lever broke/detached during preparation of the first intervertebral space. Fixing could be performed at a moderate strength with pliers owned by the hospital, and the operation was continued. The lever was sterilized with a high speed sterilizer, and the lever sterilization was completed for the third intervertebral disc. With a hex driver that matched the standard, with no clean stuff, the lever was connected only when tightening or loosening, and it was used in a disconnected status when not operating. The operation finished without problem. No patient symptoms or complication were reported as result of this event.